Manufacturer narrative:
The events occurred on an unknown date, a "couple of days before passing away". (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced abdominal distention, passing out, a heart attack and subsequently passed away. It was reported the caregiver found the patient connected to the homechoice device with abdominal distention and ¿passed out¿. The patient was taken to the emergency room and subsequently hospitalized. The patient was placed on a ventilator. While hospitalized for a "couple of days" the patient passed away. The nurse reported the cause of death was associated with a heart attack; however, as this was not confirmed the cause of death was unknown. It was reported an autopsy was not performed. It was reported therapy was ongoing prior to death. It was reported therapy was ongoing at the time of death; however, therapy was not performed with the homechoice device at the time of death. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The cycler remote toolbox revealed all pneumatic pressures were correct and stable. The reported condition was not verified. The cause of the condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified that could have caused of contributed to the reported events; therefore, the homechoice pro is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.